Event description:
Abbott diabetes care (adc) received a medwatch user report regarding bent sensor tip. Per the user report: the customer had reported that when they had opened a new container to put in a new sensor it was noted that the pin which goes into the arm was bent and damaged. Adc customer service attempted to contact the customer times to gain additional details regarding this event and was successful. Customer stated that they had received a replacement device. There was no report of an adverse event or third-party intervention related to this issue. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.